Manufacturer narrative:
A review of the complaint history, documentation, instructions for use, and quality control were conducted during the investigation of this event. The device history record was reviewed and no non-conformances were noted. Additionally a search revealed this complaint to be the only reported complaint associated to the complaint lot number 8051026. There is no information regarding the length of overlap between the contralateral limb of the main body and the contralateral iliac leg graft. Per the IFU, ¿excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis.¿ also, ¿a radiopaque marker band is positioned 30mm from the proximal end of the iliac leg graft to identify the maximum amount of overlap.¿the complaint states ¿I think that the ipsilateral limb of the main body narrowed by pressure of expansive force which grew at the overlapped point between the contralateral limb of the mainbody¿ in addition ¿if we had considered the device design, we could have prevented the event, so the event was likely to have been caused by technical error.¿ due to physician comments, the most likely instance is that the leg grafts have excessive overlap in the main body gates. Excessive overlapping of the main-body bifurcated legs and the component leg grafts can lead to both thrombus formation, kinking and lumen reduction. The root cause is likely product use or handling related ¿ user technique. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported the patient underwent endovascular aneurysm repair (evar) on (B)(6) 2017. As reported, there were blood clots attached to the access route, so the state of the access route was not very good. But as mild as the delivery system of the zenith flex with spiral-z technology aaa endovascular graft iliac leg is the device would be able to advance. The patient was judged to be suitable for the procedure. On (B)(6) 2017, a computed tomography (CT) was performed because the patient complained about pain in the right leg. Thrombosis was confirmed inside the ipsilateral iliac leg graft (1820334-2017-02879). Also, the physician observed that the ipsilateral limb of the main body (tfb-28-74-zt) narrowed by pressure derived from expansive force which grew at the overlapped point between the contralateral limb of the main body and the contralateral iliac leg graft (subject of this report). Thrombus aspiration was performed as an emergency treatment and a 12mm bare stent was additionally placed in the narrowed site of the ipsilateral limb to secure the inner lumen of the limb. A CT was performed on (B)(6), 2017 and confirmed blood flow and the narrowing of the ipsilateral limb had been resolved. On (B)(6) 2017, the patient was recovered. Prolonged hospitalization was required due to this event.